Event description:
It was reported that the patient had not used his spinal cord stimulator for an indefinite period length of time, so the battery was over discharged. The manufacturer's representative instructed the patient on how to perform the physician mode recharge in order to "jump start" the battery. The patient "pushed the green button" twice and was able to get the battery charged up to 25%. The patient then recharged his battery normally until it was fully charged. The patient was later seen in his physician's office for reprogramming. No patient symptoms or outcome was reported. Additional information has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if additional information is received.